Event description:
It was reported that balloon rupture occurred. The target lesion was mildly tortuous and mildly calcified coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 5 seconds, the balloon lost its pressure and burst. The device was then removed. Another 2.00mm x 12mm nc emerge balloon catheter was open, but the plastic hub fell off and leaking. The device was removed from the patient successfully, and no device fragments were left inside the body. A new balloon was used and completed the procedure. No patient complications were reported.